Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Upon reassessment of the reported event, it was determined there was no device problem found. The initial report was forwarded in error and should be voided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: (B)(6) g7 hi-wall e1 liner 32mm (B)(6), (B)(6) g7 pps ltd acet shell 48c (B)(6), unknown screw unknown, screw unknown g2: foreign: china. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02609 0001825034-2023-02610 0001825034 - 2023 - 02625 0001825034 - 2023 - 02626 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported after implanting the g7 48mmc acetabular cup into the patient's body, the surgeon found that the screw holes had slipped, and the plug could not be firmly screwed in causing the screws to go through the shell. The corresponding e1 32mm sizec acetabular liner was then inserted into the acetabulum, and it was found that the acetabular liner could be flushed with the edge of the acetabular cup, but it did not lock into place. When tested with vascular forceps, the acetabular liner was able to be removed with a single pinch. The doctor finally removed the 48mm acetabular cup and replaced it with a 50mm acetabulum and the corresponding liner which fit securely causing a twenty-minute delay of procedure.